Event description:
The rptr stated that they have experienced five incidents of stopcocks cracking with pt bleedback as a result. They infuse a variety of IV fluids such as antibiotics, dextrose 10.2 with heparin, sodium bicarbonate and hyperal. No pt injury or treatment was associated with this event.